Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event (including sections e2 & e3) but with no results. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined there was likely no problem with the device and the likely cause of the reported event was that the user connected the electrical contacts of the video connector to the subject device while the contacts were not fully dry or when a foreign material (residue of medicinal agent, water scale, sebum, dust, or lint of a gauze) was adhered to the contacts. When the electrical contacts are unstable, the communication between the scope and the video processor may fail and b30 error may be displayed. As stated in the instructions for use, as a preventive measure: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30," scope communication error message was generated when the olympus, clv-190 light source was connected to a scope. There was no patient injury, associated with the problem, reported to olympus.